Manufacturer narrative:
(B)(4). An ultraflex¿ tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed. An examination of the stent suture and crochet including the catheter skive found no issues. A visual and tactile examination found shaft kinked at multiple locations. During the product analysis, the investigator was unable to deploy the remainder of the stent using the handle due to excessive bowing, however the stent was deployed by retracting the suture directly from the stent area. Device analysis determined that the condition of the returned device was consistent with the complaint incident, the stent was received partially deployed. The kinks found along the shaft are consistent with excessive force having been applied to the shaft and is likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on october 01, 2015 that an ultraflex¿ tracheobronchial stent was to be used during a rigid bronchoscopy and stent placement procedure performed on (B)(6) 2015. The stent was to be implanted to treat a large clot occluding the left main stem due to a mass in the left lung invading the airways. Reportedly, the patient's anatomy was not tortuous and had been serially dilated prior to stent placement. According to the complainant, during the procedure the physician attempted to deployed an ultraflex¿ tracheobronchial stent; however, the stent would not fully deploy. The stent was removed from the patient partially deployed on the delivery system and the procedure was completed with another ultraflex¿ tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial stent was to be used during a rigid bronchoscopy and stent placement procedure performed on (B)(6) 2015. The stent was to be implanted to treat a large clot occluding the left main stem due to a mass in the left lung invading the airways. Reportedly, the patient's anatomy was not tortuous and had been serially dilated prior to stent placement. According to the complainant, during the procedure the physician attempted to deployed an ultraflex tracheobronchial stent; however, the stent would not fully deploy. The stent was removed from the patient partially deployed on the delivery system and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.